Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1781kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1781kl was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarm (61) were recorded on (B)(6) 2024 07:58:19.000. However, after unit successfully downloaded it became unresponsive. Multiple attempts were made for keypad to response and keypad remained unresponsive. Keypad overlay was removed, and severe corroded keypad traces was noted during visual inspection. Cleaned keypad traces with cotton swab and keypad remained unresponsive. Unable to performed self test due to unresponsive button. Unit also received with cracked keypad overlay, keypad overlay texture damage, scratched case and label damage (faded serial number label). In conclusion, customer allegation was confirmed, unit was received with unresponsive button due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.